Event description:
It was reported that the patient experienced stimulation in the wrong location. It was determined that the lead component of the implantable neurostimulator (ins) had migrated. A surgical procedure was performed (details not provided) on (B)(6) 2005. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model 7435 serial# (B)(4) lead model 3487a lot# j0204883v implanted: (B)(6) 2002 explanted: unk; lead model 3487a lot# j0204883v implanted: (B)(6) 2002 explanted: unk extension model 748925 serial #(B)(4) implanted: (B)(6) 2005 explanted: na; extension model 748925 serial #(B)(4) implanted: (B)(6) 2005 explanted: na.